Event description:
It was reported that during the procedure the doctor attempted to place the wound retractor and it could not be used to retract the wound. The device was easily replaced with another wound retractor and no patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. A visual examination of the returned device did not reveal any damage to the device. A sample device of the same part number as the complaint device was retrieved from another order. A comparison of both devices revealed the devices were different only in the construction of the white o-ring. On the returned device the o-ring was rigid; on the sample device the o-ring was flexible. A review of the original manufacturer's website indicates there are two subgroups of the device where one has a rigid o-ring and one has a flexible o-ring. Based off of the observed information it was determined that the complaint device was actually mislabeled. It was labeled as a c8302 when it really was a c8402. Training was conducted to instruct the operators on how to identify the difference between the two part numbers. This is the first complaint for this type of device that sss has received so no trending is available.